Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair is still driving while in tilt, not going into drive lockout when it should be .